Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, while performing a 4 port lesion, the generator turned off. A different outlet was used but when the generator was powered on an alarm sounded and the screen froze. The generator was power cycled several times but the issue remained. The procedure was cancelled and there were no adverse consequences to the patient.